Event description:
The customer reported intermittent kv on in error messages. This error causes the system to shut down. This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hv connections at x-ray tube and hv tank were evaluated, cleaned and regreased. The system was tested and found to be working as intended and returned to service.